Manufacturer narrative:
Medtronic received the following information from a journal article entitled; effect of remote ischemic preconditioning on the incidence of contrast-induced nephropathy in patients undergoing endovascular aneurysm repair (remote ischemic preconditioning- endovascular aneurysm repair study) gutierrez castillo d, maria san norberto garcia e, garcia rivera e, fidalgo domingos l, mariana flota ruiz c, vaquero puerta c ann vasc surg 2022; 86: 338¿348 https://doi.org/10.1016/j.avsg.2022.05.018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and valiant stent grafts and non mdt stent grafts were implanted in 120 patients in elective evar procedures on unknown dates over a 2 year period. The aim of this study was to determine the effects of remote ischemic preconditioning (ripc) on the rates of contrast-induced nephropathy (cin) following evar. Contrast-induced nephropathy (cin) is defined as the occurrence of acute renal failure between 2 and 7 days after administration of iodinated contrast. It was found that a total of 24.17% developed cin regardless of fluidotherapy, ripc, and other protective strategies. Ripc did not I nfluence outcomes in terms of incidence on cin, serum creatinine, urea, egfr, or microalbuminuria in immediate postoperative period. The patients with contrast induced nephropathy did receive treatments and medications. Th patients were followed-up for 30 days pos t -operatively. No additional clinical sequalae were provided.

Manufacturer narrative:
The author confirmed that the study results post evar were not related with the endurant or valiant stent grafts. Several stent grafts from different manufacturers were employed in this study and the study design was concepted to found differences in renal injury related only with the the remote ischemic preconditioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.